Manufacturer narrative:
The device history record (DHR) of the last three shipments to our distributor of the plate (B)(4) were inspected and showed no deviations as not lot number was provided. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. We have consulted an experienced trauma surgeon for his independent opinion: dr. (B)(6): the provided x-ray shows a transverse fracture with an infect-pseudoarthrosis and signs of non-union. There is a big comminuted zone with no medial support/buttress and thus the fracture compressed for about 30-40mm after plate breakage. If plating this kind of fracture, a second ventral aligned plate has to be used a neutralization plate. But, the preferred procedure for this kind of transverse fracture is intramedullary nailing in combination with cancellous bone graft.

Event description:
It was reported that a straight plate, 4.5mm, 12-hole was determined to be broken postoperatively. Original implant date (B)(6) 2019. A revision surgery was performed on an unknown date.